Manufacturer narrative:
(B)(4) - medical records were reviewed by post market surveillance staff. There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Medical records were provided by the patient's dialysis center. During review of medical records it was noted that the peritoneal dialysis patient was previously diagnosed with peritonitis (B)(6) 2015 with a reported white blood cell count of 1707. The patient was reported to have been treated with the antibiotics cefazolin and fortaz via the intraperitoneal route. The patient was later switched to antibiotic treatment with vancomycin via intraperitoneal route due to culture results showing resistance to oxacillin and cefotan for coagulase negative staphylococci.